Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level dropped below 40 mg/dl. Reportedly, the customer used gel packs to address the bg issue. The pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.